Event description:
This is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter technical services (bts), the following was reported. On an unreported date in (B)(6) 2012, the patient developed peritonitis. The patient went to the emergency room (ER), but was not hospitalized overnight. The patient was discharged from the ER on the same day. The nurse confirmed that the patient did not have (B)(6), an exit site infection, tunnel infection, or discoloration of pd effluent. The nurse thought that the patient might have picked up the infection when the pd catheter was initially placed in (B)(6) 2012, but could not confirm. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h11k28030. No exceptions were observed that were related to the reported condition. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Should additional information become available, a follow-up report will be submitted.